Event description:
It was reported: pt experienced start-up pain and pain on ambulation, doctor x-rayed and saw radiolucent line. Doctor did revision hip surgery in 2001 and replaced the cup and line with depuy implants. The company is sending cup and tissue sample to the user facility.